Manufacturer narrative:
The referenced patient's expiration was reported under medwatch MFR report # 2916596-2017-02478. The evaluation of the returned device confirmed an issue that could have contributed to the report of low flows. The pump was returned assembled with the pump cable severed approximately 6 inches from the pump housing. Sections of the pump cable measuring approximately 7 inches and 8 inches were also returned; however, the remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned unattached from the pump with the bend relief engaged. Examination of the sealed outflow graft beneath the bend relief revealed a twist approximately 2 inches from the graft attachment. The tissue accumulation on the exterior of the graft appeared to have formed around the twist, suggesting that the graft had been twisted for an undetermined period of time while the pump was supporting the patient. Based on the positioning of the black line printed on the outflow graft, the graft appeared to have been twisted approximately 180 degrees. The lumen of the outflow graft did not reveal any depositions or thrombus formations. Although a specific cause for the observed twist in the outflow graft could not be conclusively determined through this evaluation, it could have contributed to the reported low flow events, which were confirmed through the evaluation of the submitted and retrieved data log files. The remainder of the blood-contacting surfaces did not reveal any depositions or thrombus formations that would have contributed to the reported event. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been afflicted with respiratory infection since 7 days prior to hospitalization on (B)(6) 2017. On (B)(6) 2017, the patient's general state worsened rapidly and the patient experienced severe abdominal pain. The patient was urgently hospitalized due to signs of cardiogenic shock and was urgently intubated and placed on a ventilator. The patient was medically resuscitated and started on ecls therapy. It was reported that the pump exchange was performed on (B)(6) 2017 due to suspicion on pump thrombosis. The patient remained ongoing on vad support with the replacement device until they ultimately expired on (B)(6) 2017.

Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.

Manufacturer narrative:
(B)(4). Approximate age of device 1 year, 6 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that after approximately 1.5 years of support, the patient experienced a low flow situation down to 1 l/min at home. The patient was admitted to the hospital. An echocardiogram showed reduced flow through the inflow cannula. The patient's status became worse and extracorporeal life support (ecls) therapy was started. An urgent pump exchange was performed on (B)(6) 2017, in which the surgeon noted the outflow graft was twisted in the location beneath the outflow graft bend relief. No additional information was provided.